Event description:
It was reported that patient underwent a left hip revision approximately 6 years post implantation due to pain and aseptic loosening of the cup. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00662406535 ¿ bone screw ¿ 63103850. 00662406525 ¿ bone screw ¿ 63062291. 00662406515 ¿ bone screw ¿ 63062294. 00662406525 ¿ bone screw ¿ 63062290. 00662406550 ¿ bone screw ¿ 63103846. 00662406520 ¿ bone screw ¿ 62986246. 00700006220 ¿ tmars shell - 62878742. Customer has indicated that the product will not be returned to zimmer biomet as the product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00070. 0002648920 - 2021 - 00071. 0002648920 - 2021 - 00072. 0002648920 - 2021 - 00073. 0002648920 - 2021 - 00075. 0002648920 - 2021 - 00076.

Event description:
It was reported patient is being considered for revision approximately 6 years post implantation due to pain and aseptic loosening. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h4 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.